Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient lost the battery cap last night and stated that they are not sure how but it fell off of the pump at some point and they cannot find it. The reporter stated that looking at the battery compartment the threads are stripped, no power loss reported previously. There is no reported adverse event with this complaint. This report is made based on the allegation of the casing condition issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: there is no damage to the battery compartment or to the pump case. The battery cap was not returned with the pump. Pump booted to the verify screen with dim pink contrast.